Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons was hard to press and cracked. Customer stated the battery was changed more frequently. Customer stated that insulin pump rejected new battery. Customer stated that they received no delivery alert and insulin pump was louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.